Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a distal flex electrical short due to insufficient flex reliability; this is related to design. A change to the distal flex soldermask was made because of material quality in soldermask. This change was made in december 2016. Although this issue occured post-corrective action, no trend has been identified yet; therefore, it will be monitored. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the nurses were setting up the procedure room and performing equipment testing, the ultrasound system displayed a usacquisitionhw_0 error when the transducer was connected. There was no patient in the room at the time the reported event occurred; therefore, there was no patient involvement. No additional information was provided.